Manufacturer narrative:
The device in question was not returned to merit medical systems. Therefore, an investigation could not be conducted. This event is attributable to user error. The facility states that they were disconnecting proximal to the check valves leaving the contaminated part in position. Reusing this part on the next patient creates cross-contamination risk. Corrective action taken at this time is to discontinue use of current kits and work with merit's sales representative to create a new kit where the connections are bonded, thus preventing the potential for cross-contamination. The contamination was treated effectively and in an appropriate manner by the hospital. There were no consequences for the patient or staff.

Event description:
Twice during a CT procedure, while using kit k08-00861l in combination with kit k08-01154, cross-contamination occurred. Kit k05-00861l contains two check valves in series to prevent backflow contamination. When detaching the k08-00861l from the k08-000154, the user disconnected proximal to the check valves leaving a contaminated part in position for the next patient. The patient involved was a high-risk hepatitis patient.